Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054. Summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 1: a (B)(6) female patient with epidural prefrontal cortical stimulation (epcs) for depression was hospitalized (on (B)(6)2008) with suicidal ideation and a plan to drive their car off of a bridge. They were stabilized and sent home, but 1 month later the patient was again hospitalized for suicidal ideation with a plan to overdose. The patient was again stabilized and sent home. The authors reported that patients were first implanted with itrel 3 or synergy devices, ultimately replaced with kinetra and/or activa devices, however the precise timing of these replacements remains unclear. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.